Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8840, product type: programmer, physician. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient believed they noticed a code of 8262 on their personal therapy manager (ptm). Labeling was checked for this code and it was not present. The alarm was heard, but no code was confirmed at that time. It was later reported that the code was an 8286, for an empty reservoir. It was noted that the refill date was not supposed to be until (B)(6) 2015. The patient had a dye study and the dose may have been increased. The adjustment in dose was the reason the empty reservoir alarm was heard prior to the expected refill date. It was later reported that they could not update the pump. The device manufacturing representative set the reservoir volume to 2 ml and the low reservoir alarm volume to 1 ml and was then able to access the update tab. It was noted that the drug should arrive on (B)(6) 2015 for pump refill. The patient had been scheduled for a refill inadvertently for (B)(6) 2015, but the empty reservoir was reached on (B)(6) 2015. The patient was "not feeling great," but didn't mention any specific symptoms. Prior to being empty the device type of medication being delivered via the device system was hydromorphone. Additional information has been requested regarding interventions, and event outcome, but was not available at of the time of this report. If additional information becomes available, a supplemental file will be submitted.